Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. Awaiting device return.

Event description:
It has been reported by the surgery bloc that during a shoulder arthroscopy, the fms duo + pump has its pump full up. As a result, the fms has its alarm on because of the high pressure. By consequence, the procedure has been suspended. Additional information received via email from the affiliate is the procedure was a shoulder arthroscopy that occurred on the (B)(6) and could not get completed and the patient's shoulder got really swollen. The failure extend the procedure by much more than 30 minutes as on the (B)(6) the surgeon still could not continue the surgery as the replacement did not occur.

Manufacturer narrative:
Tips worn out. Sub'd connector broken. The parts were replaced and the unit passed all functional and safety testing. Further, a review into the depuy mitek complaints system revealed no other complaints for this serial number in the past. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
No UDI # exists for the specified product code.